Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed "cassette not attached". The event occurred before infusion. There was no physical damage reported. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed scratches on the lens and lifting downstream occlusion (dso) seal. The event history log confirmed ¿cassette not attached¿ error occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the dso sensor. The dso sensor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.